Event description:
On june 3, 2024, boston scientific corporation received a rx needle knife xl device with no associated information. This event has been deemed reportable based on the investigation results of wire detached. Please see block h11 for full investigation details. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: this event was reported by a boston scientific employee from the complaint investigation center (cis). The healthcare facility was not reported and is unknown. Block h6: imdrf device code a0401 captures the reportable investigation results of wire detached. Block h11: investigation results. The returned rx needle knife xl was analyzed, and a visual inspection found that the cutting wire was not crimped to the connector joint strength at the handle section and was detached. No other problems with the device were noted. The product analysis revealed that the wire was not crimped to the connector joint strength at the handle section and was detached. Once escalated to the operations team it was determined to be a manufacturing deficiency of the device. Further investigation determined the cause of the detached wire could be caused when the wedge does not place in the handle or an incorrect stress of the wire during manufacturing. As a result, a dissemination with a reinforcement of procedural steps for operations personnel was provided. The investigation findings and all information available concludes the most probable root cause is manufacturing deficiency. An investigation to address this problem has been completed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.